Manufacturer narrative:
Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the device filled with air at an unspecified time following initial activation of the device. No adverse pt consequences were reported.